Event description:
It was reported that the catheter became unattached from the pump and the medication was going into the patient¿s ¿belly tissue¿. A CT scan was done in (B)(6) 2013. The doctor read the scan, which showed that the catheter was not attached. The doctors stated that there was no way to tell how long it had been that way. The doctor then attempted to withdraw medication from the catheter, but nothing would come out. It was noted that the patient had been having regular fills and medicine had been going through the pump and dripping into the tissue, not into the catheter. It was noted that the patient fell a lot, which ¿could be what happened¿. The patient had not been feeling well, beginning 4-5 months prior to this report. She had massive headaches and pain all over her body, which started in her neck and shoulders. The hcp was not able to give the patient any prescription oral medications ¿due to a law in (B)(6)¿, but the patient was working with her ¿internist¿ to get pain medication. It was noted that the issues with the catheter and pump may have been due to her weight. With her first pump, she weighed (B)(6) and, with her second pump, she weighed (B)(6) and the doctors had been fighting as to how much medication she should have. The surgeon wanted to wait to connect the catheter at the time of the next pump replacement, which was in three years. It was noted that the follow-up physician was not in agreement with this; he was very upset knowing that the patient could not wait for three years with a pump that was not sending the medication to the right spot. He scheduled an appointment with another provider to see about getting the catheter fixed. The patient was to see him on (B)(6) 2014 for a consultation. It was noted that the patient ¿tried to get off the pump prior but was unsuccessful¿. The device system contained hydromorphone. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2003 (B)(6), explanted: 2010 (B)(6); product type catheter product ID 8578, serial# (B)(4), implanted: 2010 (B)(6); product type accessory. (B)(4).